Event description:
Medtronic received a report that the pipeline was kinked and could not be opened. The patient was undergoing surgery for treatment of a saccular, unruptured right clinoid aneurysm with a max diameter of 1.87mm and a 1.69mm neck diameter. The landing zone was 3.55mm at the distal end and 4.05 at the proximal end. It was noted the patient's vesseltortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, pru level was normal. The angiographic result post procedure was slowed down blood flow. It was reported that after the 5f navien+phenom27 system was in place, started to deliver ped-400-18. The distal segment was located in the middle cerebral artery, well opened. However, after the middle section passed through the tortuous part of the proximal vessel, a kink occurred and could not be opened. The operator tried various methods such as recovery and re-detachment, system expansion and reduction, and system swing. The bend in the middle section still could not be opened effectively. It was removed and replaced with ped-400-14 positioning detached and the surgery was completed. Failure to open occurred in the middle section. The pipeline was positioned in a bend in the middle section. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   Ancillary devices include a ev3 phenom27/oc21-017 microcatheter and avigo guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.